Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6)2016. Assisted patient to un-install the application. Patient was unable to install the application due to smart device issues. Patient will call back when she has the application installed. No injury or medical intervention was reported.